Manufacturer narrative:
The ge service rep responded to the complaint over the phone and ordered a new hand switch. The customer replaced the hand switch. The customer reported that the system was tested and operates as intended.

Event description:
The customer reported that the hand switch would stick intermittently. No pt injury was reported.